Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(4) 2009 and operated successfully until (B)(4) 2009. There manual fails in (B)(4) 2010, these are all due to a low battery. Temperatures recorded at this time are sub zero. After this date, there are multiple events on the same day which would indicate the device was switching itself on automatically. Under investigation, the device showed signs of corrosion on the membrane tail. The fault with the device has been attributed to a fault in the membrane. The fault can be caused by incorrect storage of the device where it has been exposed to adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.